Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported after strip insertion, his meter sparked and visible smoke was observed coming out of the strip port. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated. A new issue was observed. Meter did not power on with button depression or with strip insertion. Meter was sent for further investigation. It was determined that the cause was isolated to the crystal/oscillator/clock. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. There was no evidence of a spark, smoke, or burn marks on the printed circuit board or strip port. The reported complaint is not confirmed.

Event description:
Customer reported after strip insertion, his meter sparked and visible smoke was observed coming out of the strip port. There was no report of death, serious injury, or mistreatment associated with this event.